Event description:
On (B)(6), 2024, a reporter for the lay user/patient contacted lifescan (lfs) united states, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy occurred at an unspecified time on (B)(6) 2024. The reporter claimed the patient obtained an alleged inaccurate high blood glucose reading of ¿500 mg/dl¿ with the subject meter. In response to the elevated reading, the reporter indicated that the patient took an increased dose of (B)(4) units of insulin (type unspecified) then 30 minutes later ¿passed out in the car¿. The reporter called an ambulance and when they arrived, the patient¿s blood glucose read ¿22 mg/dl¿ on the ambulance meter. The reporter indicated that the patient was given a glucagon injection. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca confirmed the test strip vial was intact, and the test strips had been stored correctly and were not expired or opened past their discard date. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering treatment based on an alleged inaccurate high reading obtained with the subject meter.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.